Manufacturer narrative:
(B)(4). Medical product: z.s.g.m. Cutter 3:1 ratio, catalog #: 00770303000, serial#: (B)(4); z.s.g.m. Cutter 3:1 ratio, catalog #: 00770303000, serial#: (B)(4); z.s.g.m. Cutter 2:1 ratio, catalog #: 00770302000, serial#: (B)(4); the product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that it destroyed the skin graft when it was put through the roller. The event timing was during surgery. There was no consequences or impact to the patient. It was unknown if there was a delay in procedure. No further event information available at the time of this report. There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter was found to have failed the mesh test acceptance cut criteria; however, the repair was not completed because the cutter was returned with notification that the device failed to meet specification and was returned without repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.